Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified below the knee artery. A 3mm x 20mm x 143cm coyote¿ es balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 6 atmospheres. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).